Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, a model zct400 was explanted because the patient's lens power changed after lasik surgery was performed. The lens was explanted from the patient's left eye. No patient injury was reported. No other information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was damaged and incomplete, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. Considering the condition of the lens additional analysis was not possible. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.